Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "for almost two years I walked around with the implantable pulse generator (ipg) not working. The ipg was fixed in (B)(6)." No patient complications have been reported as a result of this event.